Manufacturer narrative:
Testing and investigation found the device did not pass the touchscreen test, would not calibrate. During a review of the device history a button ID: invalid alarm code was noted. The probable cause was corrosion on the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen not working. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.